Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an occlusion alarm. The customer's blood glucose level was 326 mg/dl. The contact alleged that the suspected cause of the issue could have been the insulin vial, but this could not be confirmed. Customer changed pump supplies to address the issue.